Manufacturer narrative:
Date rec¿d by MFR : 04jul2019, date of report : 26aug2019. Technical support (ts) confirmed and corrected reported problem. Ts replaced the front bezel and resolved the issue. The system fully met specification and was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21feb2019. (B)(4). Serial number unknown reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted technical support (ts) stating that unit will not switch on. The customer reported there was no patient involvement. The event date was not specified; estimate used.